Manufacturer narrative:
(B)(4). Device history review (DHR) could not be conducted since no lot number was provided. No sample was returned for investigation; therefore, no physical investigation or assessment has been conducted on the reported defective catheter. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
When preparing to remove the catheter because there was leaking, it became evident that the balloon had ruptured. A cystoscopy was performed to make sure that no pieces of the balloon were left in the bladder. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when preparing to remove the catheter because there was leaking, it became evident that the balloon had ruptured. A cystoscopy was performed to make sure that no pieces of the balloon were left in the bladder. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A DHR was conducted on lot# 15ce11. A device history record (DHR) review was conducted and no abnormalities were found that could potentially relate to this complaint. No sample was returned for investigation; therefore, no physical investigation or assessment has been conducted on the reported defective catheter. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
Alleged event: when preparing to remove the catheter because there was leaking, it became evident that the balloon had ruptured. A cystoscopy was performed to make sure that no pieces of the balloon were left in the bladder. The patient's condition was reported as fine.